Event description:
This lead was implanted in 2007 and remains implanted at this time. It was noted on (B)(6) 2013 rv lead had oversensing and it was repositioned. The physician and facility is unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).